Event description:
The facility reported "breakage of the occluder feet" of the transfer set after 4 months of use. This was noted after use with no patient injury or medical intervention reported by the complaint coordinator.